Event description:
It was reported that the ilet touchscreen was cracked after an impact while the user had the device in a pocket, which prevented unlocking and insulin delivery because the user had paused insulin prior to the damage; the device problem involved a fractured touchscreen. Symptoms included hyperglycemia with associated anxiety, malaise, and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related break of the touchscreen consistent with a fracture of the device¿s display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.